Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the surgical table and was able to reproduce the reported issue. The table unlocked without operator intervention after sitting idle for some period of time. The technician's evaluation determined the most likely cause for the issue observed was an internal leak within the table floor lock manifold. The technician replaced the table floor lock manifold, engaged the table floor locks and returned the next day to ensure the floor locks had remained in a locked state overnight. Upon his return, the technician confirmed the table floor locks remained engaged and the table was operating to specification. The technician tested all table functions and articulations and returned the table to service. The table was installed on (B)(6) 2012 and is not under a steris service agreement for maintenance. No further issues have been reported.

Event description:
The user facility reported the table floor locks on their 4085 surgical table unlocked without operator command. The reported event occurred while a patient was positioned upon the surgical table. The procedure was completed successfully; no injury to the patient or staff was reported.